Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with approximately 113 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After removing the luer cap, evidence of continuous flow was observed at the distal luer. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.